Event description:
Rn obtained suture removal kit from supply room. Before opening kit, noticed inside kit a piece of debris attached to the hemostats in the kit. This kit remained unopened. Nurse reported it to safety officer. Entire package retained for review if needed. No harm to staff or patient, device package not opened, just noticed something debris-like attached to device. Not used. Manufacturer response for suture removal kit, suture removal kit (per site reporter). Will obtain for their observation.